Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced pain and a poking sensation in the right buttock. The patient encountered issues with charging the implant, receiving an error message indicating the recharger was not on or misplaced, and was unable to connect to the implant with the programmer. The reposition antenna screen appeared, suggesting interrupted or unestablished communication between the recharger and implant. X-rays were taken to check for lead movement, but the results were unknown. The patient attempted to reposition the antenna over the implant, but the same screen appeared. The patient was redirected to their healthcare provider for further evaluation and to meet with a manufacturer representative.